Event description:
After gamma3 surgery, lag screw cut out was found. Patient was revised to a (B)(6). This case was presented at the 123th meeting of the central (B)(4) traumatology on (B)(6) 2014. It is the 3rd case of six cases.

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report.